Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was reported discarded. (B)(4).

Event description:
Coiling treatment was conducted of a left middle cerebral artery proximal segment m1 aneurysm. It was reported that during coil delivery, the coil prematurely detached partially within the parent artery and the aneurysm. A retrieval attempt using a solitaire was performed unsuccessfully as the coil stretched to the mca and broke. The patient was previously scheduled for neurosurgery the next day to treat an avm next to the m1 aneurysm. During the surgical procedure of the avm an aneurysm, the coil was removed and the aneurysm was clipped.